Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt etiologies: mycotic aneurysms and pseudoaneurysms resulting from previous graft placement. Complications associated with the use of the core tag thoracic endoprosthesis may include but are not limited to: pseudoaneurysm. Please note devices implanted are related to this event: tgt3110/(B) (4), tgt2810/(B) (4).

Event description:
On (B) (6) 2008, the pt was implanted with one gore tag thoracic endoprosthesis to treat a thoracic mycotic aneurysm. In (B) (6) 2010 (exact date unk), the pt had a computed tomography angiography that revealed enlargement in the proximal portion of the aorta above the originally implanted device (exact measurement of aorta growth is unk). The physician felt this was a pseudoaneurysm. The physician also felt the distal portion of the aorta looked aneurismal as well. On (B) (6) 2010, the pt was implanted with one gore tag thoracic endoprosthesis to treat the proximal pseudoaneurysm. On (B) (6) 2010, the pt was implanted with one gore tag thoracic endoprosthesis distally. The physician also implanted three gore viabahn endoprostheses into the pt's superior mesenteric artery, left renal and right renal artery to allow for adequate blood flow. The tgt2810 endoprosthesis stent graft was implanted proximally to the superior mesenteric artery and the viabahn endoprosthesis placement. After the procedure, the pt was noted as being stable. Eight to ten hours later on (B) (6) 2010, the pt had a magnetic resonance imaging (MRI) test which revealed end stage metastatic liver cancer. The physician stated he was not aware that the pt had cancer. Twelve hours later on (B) (6) 2010, the pt developed acute paraparesis and he spinal drain was implanted into the pt. The pt was noted to be stable after the spinal drain was inserted. On (B) (6) 2010, the pt expired from liver cancer. The physician stated the pt's death was due to his pre existing condition and not due to the gore tag thoracic endoprosthesis device.